Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump error alarm (variableinfo=3) during self test and confirmed in the insulin pump history due to broken trace on keypad assembly. Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Insulin pump was cut open and inspected. No visible physical damage or moisture damage noted on the electronic assemblies. The thus download was successful. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had low level hardware failure error alarm. The customer stated they were able to clear the alarm and complete the rewind process. Customer stated that insulin pump error alarm occurred during self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.